Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Battery for toothbrush has expanded and that the toothbrush has burst/tear/rip - oral-b [device breakage] battery for toothbrush has expanded...liquid leaked out/sticky - oral-b [device leakage] case narrative: a parent via e-mail stated that the battery for their son¿s oral-b toothbrush expanded and burst. The liquid leaked out. No injury was reported. (B)(6) 2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 4729. The suspect product lot was 1bb10551103. No injury was reported.

Manufacturer narrative:
28-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Battery for toothbrush has expanded and that the toothbrush has burst/tear/rip - oral-b [device breakage]. Battery for toothbrush has expanded...liquid leaked out/sticky - oral-b [device leakage]. Case narrative: a parent via e-mail stated that the battery for their son¿s oral-b toothbrush expanded and burst. The liquid leaked out. No injury was reported. 09-oct-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 4729. The suspect product lot was 1bb10551103. No injury was reported.